Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms, caused by a failed upper link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced door not fully latched alarms. There was no patient involvement.